Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a geting field service engineer (fse), it was discovered that the fiber optic connector cover was missing on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Additional information: e1 (B)(6). It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber optic connector cover was missing on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported. The fse that encountered the issue stated that the fiber connector cover was broken on the unit. The cover was missing. However, the unit was fully functional. When the fse was accessing the side boards rack where the power management board is installed, the unit shut down by simply moving the console lightly. The fse replaced the power management board , upper panel assembly and some labels as a precautionary measure. The fse completed the pm. The unit calibrated. All functional and safety tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The maquet national repair center (nrc) received the power management board and observed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage. The national repair center installed the power management board into the cardiosave test fixture serial number (B)(6) and tested the power management board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. No problem was found. "The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.